Manufacturer narrative:
Cormatrix has completed a review of all ecm raw materials, manufacturing and sterilization records associated with lot m16k1223. There were no deviations or non-conformances found during the review that could have caused or contributed to the reported event. The lot in question met all requirements for release. No additional information is available at this time and root cause cannot be determined. No sample or further information was provided to the manufacturer. It is unknown if the reported event may also be related to the patient co-morbidities, the surgical procedure, other devices, or treatments. Cormatrix will submit a follow-up report if additional information becomes available.

Event description:
It was reported that a cangaroo ecm envelope (cmcv-009-med lot# m16k1223) was implanted into a (B)(6) yr. Old female patient on (B)(6) 2016. Product was soaked in ancef prior to implant for an unspecified length of time. Patient developed pain/redness at site and was admitted to hospital for intravenous antibiotics. While in hospital, purulent discharge was noted under skin and decision was made to explant the device on (B)(6) 2016. Patient was sent home on wound vac to recover pending placement of cied on the other side of chest.

Manufacturer narrative:
Per additional information received on november 17, 2016: the cause of the infection cannot be conclusively determined; however, wound and blood cultures performed showed no growth after 5 days, and as of (B)(6) 2016 no growth from hospital pathology. It was observed that there were "rare polys" present in the cultures which is a known skin flora. The attending surgeon does not believe that the event was related to the product, but possibly from the stitches from the procedure. The patient was reported as doing well and no further visits were scheduled for follow up.